Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has developed a z syndrome post implant. Refraction is about 5 diopter of induced cylinder. The doctor tried to reposition the lens but was not successful. Additional information has been requested.